Event description:
It was reported that pairing failure occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced hyperglycemia without specific symptoms reported. At some point the bg reading was 231 mg/dl and there were no cgm values. The patient was admitted to emergency room (ER) on (B)(6) 2026. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.